Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was refilled on (B)(6) 2011; shortly thereafter the patient experienced withdrawal symptoms. The pump was interrogated on (B)(6) 2011 and was found to be in stopped pump mode. A dye study was performed on (B)(6) 2011; a roller study was not performed at that time. Per the report, it was speculated that the prime that was programmed at the conclusion of the dye study was chosen incorrectly, which caused the pump to go to stopped pump mode after the prime was completed. The reporter indicated that pump explant surgery may be scheduled. A follow-up report will be sent if additional information becomes available. The pump contained morphine, fentanyl, clonidine. Baclofen, and droperidol.

Manufacturer narrative:
Analysis of the pump found the low battery alarmed after internal decontamination. The pump was running at simple continuous rate during the entire time after explant. The calculation for pump lifetime was explant date minus manufacturing date. With this calculation, the pump would be at 78 months which was greater than 70 months. The pump stalled during internal decontamination and corrosion was found during destructive analysis. Pump motor gear train anomaly corrosion and-or wear and-or lubrication was noted.

Event description:
Additional information: at the time of the withdrawal symptoms, the pump contained: fentanyl 2.5 mg/ml, morphine 15 mg/ml, clonidine 0.15 mg/ml, baclofen 0.15 mg/ml, and droperidol 0.15 mg/ml. The reporter believed the baclofen was compounded. Because the pump was "old", only the daily dose of the fentanyl was known; the dose was 1030 mcg/day. The pump was restarted on (B)(6) 2011. The pump was replaced. The reporter did not believe "anything was going on" with regard to the pump; "it was just because the pump was old". On (B)(6) 2012, the medication was increased by 10%; the fentanyl dose was 988 mcg/day. On (B)(6) 2012, it was noted the patient's pain was reduced since the last medication increase from 5-6 on a 10 point pain scale. The medication was increased again to 1031.9 mcg/day.

Manufacturer narrative:
Catheter: model #: 8709, lot #: n103264001, implanted: (B)(6) 2007, explanted: unknown; catheter: model #: 8578, lot #: n0 72621, implanted: (B)(6) 2007, explanted: unknown.